Event description:
It was reported by the patient that they feel a strong pulsing/pacing on their left side since implant. The patient indicated they feel it when leaning on left side and cannot sleep on their left side. Follow up with the clinic found that the patient was experiencing diaphragmatic stimulation. Programming adjustments were made and the patient was feeling better. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2009, 7121 competitor implantable tachy lead (B)(6) 2012. (B)(4).